Event description:
Per the clinic, the patient experienced no sound and pain with device use. It was also reported that all electrodes are observed to be open circuit. Troubleshooting and hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.